Event description:
It was reported that impedances were greater than 4,000 ohms on all or some of the bipolar pairs of the pt's device and the MFR's rep was having difficulty getting the programmer to bond with the device. Reprogramming was achieved using viable electrodes. The pt was getting okay symptom relief, but not as good as immediately post- implant. Further info is being requested from the hcp.

Manufacturer narrative:
.